Event description:
The generator was replaced 12/13/2019. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient has a mass under the axila and the vns generator is migrating from anteriroaxillary line to midaxilla line and hypermobility is felt with the vns under the skin. A company representative confirmed the replacement was in part due to the migration. Additional information was received from the referring physician's office. Per the nurse the replacement was in part for both the migration and the mass. The surgery for the migration and the mass were to preclude serious injury. The patient has not had any known trauma to the vns site and there has been no known patient manipulation to the vns site that could have led to the migration and the physician does not have an assessment on the cause of the migration or the mass. The physician is unsure if the vns is a causal or contributing factor to the mass as well. Per the implanting surgeon it was confirmed that non-absorbable sutures were used for the device implant. No additional relevant information has been received to date. No surgical intervention for this event has occurred to date.